Event description:
This procedure was performed in the left sfa: in an attempt to cross over to treat a left sfa with a previously implanted 10x40 protege. (5 months prior in the ostium of the left common iliac) the stent fractured and the distal segment was embolized to the common femoral. Subsequently this piece had to be removed by a surgeon. The pt suffered hemodynamic pressure loss so a further operation was required. The pt went into renal failure due to the hemodynamic instability. Pt has recovered and stabilized after the 2nd surgical intervention.